Manufacturer narrative:
Device evaluated by manufacturer: the pusher wire and introducer sheath was returned for analysis. There was a small amount of blood in the introducer and no damaged was noted. The pusher wire in the ss region was completely stretched and kink noted in two places. In addition, the pusher wire was also broken. Through microscopic inspection it was noted that the interlocking arm of the pusherwire was not attached to the pusher wire and it was not returned. The dimensions could not be measured as the pusher wire was kink and stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the coil got stuck and would not deploy properly, and the pusher wire was stretched. A 22mm x 60cm interlock was used to treat in the internal iliac artery. During procedure, upon deployment of the coil in the delivery catheter, the coil got stuck and they pulled the device out and flushed the catheter. The coil was reinserted back to the catheter, however, it did not deploy properly. The coil was successfully deployed on the target location and the physician noticed that the pusher wire got caught on something upon pulling the pusher wire out. It was then noted the pusher wire was stretched. The procedure was completed with this device. There was no patient complications reported and the condition of the patient was fine. However, device analysis revealed that the pusher wire was broken.